Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used to close the abdomen. The patient experienced a wound dehiscence and required a reoperation to close the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.